Event description:
A device package issue during a new implant procedure was reported. Per reporter the distal part of catheter ran outside of the exterior part of the package, instead of being in the tray as it should; the components of the catheter kit were not packaged properly. They opened another kit that was packaged properly.

Manufacturer narrative:
Product analysis # (B)(4):the catheter was received with the sterile tray still sealed. The packaging engineer broke the seal to inspect the inner tray and inner lid. (B)(4). The catheter was received with the sterile tray still sealed. The packaging engineer broke the seal to inspect the inner tray and inner lid. Analysis concluded that the inner tray did not properly hold components in place.